Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 500 mg/dl. The customer was experiencing unexplained high glucose for two days. Troubleshooting was performed. The customer stated that the infusion set was changed the day she was admitted. Reviewed the programming and found that the customer have not used the insulin pump in two days. The bolus history showed several boluses, but they were not matching with the daily totals. The customer did not feel comfortable and requested a replacement of the insulin pump. No further information was provided.